Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An excel 23khz cem nosecone appeared to be stuck, went live and could not be turned off during liver surgery. The incident did not happen in direct contact with the patient. The unit was changed for a new nosecone which fitted immediately without incident. There was no patient injury, revision or delay in surgery as a result of this event.